Event description:
It was reported that the patient had pain in their back and leg and it improved when stimulation was off. The patient was doing some exercises where they grabbed their legs and rolled on their sacrum. The patient remembered this causing pain at the pocket and stopped. The patient was having difficulty walking. The manufacturer representative would set up an appointment to meet with the patient. The action taken to resolve the event was that the patient¿s device was reprogrammed (B)(4) 2015. The patient¿s programs were changed from case positive to the first four of the basic programs. The amplitude was also lowered until they barely felt the stimulation or didn¿t feel it at all. The impedance check was clean and the results were unknown. The manufacturer representative asked the patient to try the different programs to determine if their pain decreased. The pain at the pocket site may have been caused by slight stimulation with the case being positive.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3 889-28, lot # va0433c, implanted: (B)(6) 2013, product type lead. (B)(4).